Event description:
A surgeon reported that suture lysis was performed one day following an express shunt and intraocular lens (iol) combination procedure. The surgeon also reported the pt experienced corneal endothelial cell loss five months following the implantation procedure. Additional info has been requested.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional info has been requested. (B)(4).